Manufacturer narrative:
The field service technician evaluated the device and found that the bumper was cut during equipment installation. The bumper is designed in a way that the video cables pass through it. Should the bumper collides with the other devices, the cables help to prevent the bumper from falling. As the video bumper was cut, it was no longer able to hang on the monitor cable and fell into the surgical field. It is unknown at this time if the video bumpers were cut by maquet installation contractors, or if the bumpers were cut by the video integration installation team. The power led series installation manual includes the instructions to cross the cables inside the bumper. Additionally the device was directly involved with the reported incident and was being used for treatment or diagnosis of the patient when the event occurred. The customer has shut down the operating room during the hospital's incident investigation.

Event description:
The customer reported that the video rubber bumper of a surgical light system fell off onto the patient during a case. There was no injury to the patient, and the surgery was able to proceed as intended. (B)(4).